Manufacturer narrative:
The device was returned to edwards for evaluation and a 3mensio was provided by the site. The 3mension report revealed the patient¿s right and left access vessels were undersized with minimal luminal diameters (mld) of 3.1mm and 1.6mm. The required mld for a 14f esheath is 5.5mm. The patient¿s access vessels also had presence of calcification. Tortuosity is observed on the right vessel. A device history records (DHR) review done did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. Review of the lot history for revealed no other related complaints for resistance with the delivery system or sheath shaft damage. Instructions for use (IFU) for the esheath, delivery system, prepping manual, and device training manual were reviewed for instructions involving device preparation and procedures relating to the complaint event. Based on the review of the IFU/training manuals, no deficiencies were identified. During manufacturing, the sheath shaft components were 100% visually inspected under magnification. The inspections and tests support that it is unlikely a manufacturing nonconformance contributed to the reported complaint.  A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints for resistance with the delivery system and sheath shaft damage were unable to be confirmed. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. A manufacturing nonconformance therefore could not be determined. However, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device preparation. Per the complaint description, ¿there was access issues due to calcification and tortuosity, multiple sheaths were damaged¿. Per 3mensio imagery, the patient¿s right and left access vessels were undersized with mlds of 3.1mm and 1.6mm. The required mld for a 14f esheath is 5.5mm. Additionally, the access vessel was significantly calcified and potentially tortuous. Per the training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ factors such as undersized vessels, calcification, and tortuosity can create a challenging pathway for delivery system insertion through the sheath. An undersized vessel and calcification can prevent the sheath from fully expanding, while tortuosity can create suboptimal angles for delivery system insertion/advancement through the sheath, leading to high push force and resistance. As such, available information suggests that patient factors (undersized vessel, calcification, tortuosity) likely contributed to the complaint event. These patient conditions, in conjunction with the exposed apices of the crimped sapient 3 ultra valve, may increase the rate of the valve getting caught on the sheath, preventing further advancement. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. A product risk assessment captures product risk assessment¿s for the issue. As resistance during delivery system insertion through the sheath was experienced, excessive device manipulation and/or force may have been applied to overcome it. It is possible that this caused the damage to the sheath. However, without relevant device related photos specifying the damage, a definitive root cause is unable to be determined at this time. As such, available information suggests that procedural factors (excessive manipulation) may have contributed to the complaint event.

Manufacturer narrative:
UDI: (B)(4); investigation is ongoing. This individual report provides data received from the thv/tvt registry.

Event description:
As reported by the field clinical specialist (fcs), during a transcaval tavr procedure for a 26mm sapien 3 ultra with commander delivery system, there was difficulty advancing the delivery system into the esheath due to calcification and tortuosity. The delivery system was getting stuck at the distal. The initial valve/delivery system was damaged during sheath insertion and was removed as a unit. The second valve and delivery system were opened and the valve was then deployed successfully. An aortic endograft was placed after sheath removal. Due to vascular damage caused by calcium/device insertion and removal.